Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing problem with the right ventricular (rv) lead. It was observed that there was a slight rise in the thresholds parameters and the thresholds were variable. The impedance also dipped slightly. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.